Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per medical records, patients' left hip was revised due to loose acetabulum. It was discovered during review of medical records that the femoral component was very well fixed and significantly anteverted causing the hip to almost point posteriorly.

Manufacturer narrative:
Additional information: lot #, expiration date; manufacturing date. An event regarding malposition involving a citation stem was reported. The event was confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿stem malposition in extreme anteversion in concert with bony impingement effects due to heterotopic ossifications has contributed to an overload condition in the arthroplasty leading to cup loosening with revision required after 6-years of implantation.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event for malposition was confirmed based on the clinician¿s review, ¿stem malposition in extreme anteversion in concert with bony impingement effects due to heterotopic ossifications has contributed to an overload condition in the arthroplasty leading to cup loosening with revision required after 6-years of implantation.¿

Event description:
As per medical records, patients' left hip was revised due to loose acetabulum. It was discovered during review of medical records that the femoral component was very well fixed and significantly anteverted causing the hip to almost point posteriorly.